Manufacturer narrative:
Cmp-(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision, when using the torque limiting wrench to unscrew the proximal body hex head in the provisional body, the surgeon broke the screw driver tip. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4, d9, g3 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the tip is broken off. Scratches and scuffs on part. No other damage noticed. Additionally, the features of the fracture surface visually align with zrm in which a torsional overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.